Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one sample and photos received for investigation, sample provided is a 100ct syringe with reference (B)(4) from lot 1912200. Sample was provided without its original unitary packaging. Upon visual inspection of the sample, it can be observed there is black foreign matter attached to the inner wall of the barrel. This black particle found is highly probable to be burnt material embedded in the barrel from molding process. A device history review was performed for lot 1912200, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to the reported issue. Possible root cause is associated with the molding process, due to the injection of burnt material generated during molding process. Before the injection machine is restarted up it is purged until de material is acceptable rejecting the first pieces. Injection machines are periodically subjected to maintenance and cleaning program. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. A project was initiated to reduce any foreign matter inside our products. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: pictures were also sent, showing the same defect as the sample provided has. Sample provided is a 100ct syringe with reference (B)(4) from lot 1912200. Sample was provided without its original unitary packaging. DHR from lot 1912200 has been reviewed not finding any annotation or deviation regarding the alleged defect. This defect appeared due to the injection of burnt material generated during molding process. Before the injection machine is restarted up it is purged until de material is acceptable rejecting the first pieces. Injection machines are periodically subjected to maintenance and cleaning program according to procedure pm-006. Units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during has different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304) although no issues were identified and manufacturing records, established that all production and quality processes were carried out normally, we can confirm that the root cause of the alleged defect is related with molding process. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was opened during manufacturing process of this lot. Quality project#1690 is opened for reduce foreign matter defects in hypo product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 6 bd 100ml catheter tip syringes experienced foreign matter in the fluid path. The following information was provided by the initial reporter: it was reported syringes with some kind of contamination.